Event description:
The account alleged that the head and knee will not raise on the bed manually or electrically. No pt impact.

Manufacturer narrative:
The account found the base cover touching the cardio pulmonary resuscitation level which was putting the bed into cardio pulmonary resuscitation. The account adjusted the base cover and that resolved the issue.